Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Furthermore, the report of low flow alarms could not be confirmed as no log files were provided for review. The patient's death was not considered to be device-related; the device reportedly operated as expected. Lastly, the account communicated that the pump will not be returned for evaluation. Multiple requests for the log files were sent to the account; however, no further information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists neurologic dysfunction, respiratory failure, right heart failure, renal dysfunction, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and neurological dysfunction as a potential late postimplant complication. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with encephalopathy, acute respiratory failure with hypoxia and hypercapnia, a reduced level of consciousness, dyspnea, an elevated central venous pressure of 16mmhg, worsening renal dysfunction, right heart failure and low flow alarms. The right heart failure and the respiratory failure were new on onset. The patient underwent an echocardiogram, x-ray, lab assessments and a head computed tomography (CT). The head CT was negative. The patient required intubation and was put on multiple critical medications. (Epinephrine, dobutamine, levophed (norepinephrine) and vasopressin) for treatment of right heart failure. The patient required additional medications amiodarone and lidocaine. The patient had worsening atrial fibrillation on (B)(6) 2023 that did not result in clinical compromise. The patient had pre-existing atrial fibrillation. An electrocardiogram (ECG) on (B)(6) 2023 noted the patient developed ventricular tachycardia which resulted in clinical compromise. On (B)(6) 2023, the patient passed away due to an anoxic brain injury that resulted from the acute respiratory failure and cardiogenic shock. The death as not considered to be device related and the device operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.